Event description:
The pt was on the ventilator, which was plugged into ac power, when the ltv alarmed. The mother removed the pt from the ventilator and placed her on a back-up vent after she was unable to shut the unit down. The ltv display was blinking scram, rom, reset, and crc. The rt does not believe the ventilator was issuing breaths at the time. No allegations of pt harm reported.